Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator was unable to get the wrench into the atrial port of the cardiac resynchronization therapy defibrillator (crt-d) to set the screw. The crt-d was replaced. No patient complications have been reported as a result of this event.